Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. It was also reported that the device could not maintain an erection and the pump remains stuck. The ipp was explanted and replaced. There were no patient complications reported.